Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable, likely due to a defective component. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front cover at the front-end area and the bottom cover had multiple cracks in the screw well area. The observed physical damage appeared to be characteristic of user mishandling. The top and bottom cover were replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.013 "). The brake gap was not adjustable and continued to open out of specification (0.008" ± 0.001"). The defective drive train motor was replaced to address the system error. During service, the top cover was observed to have multiple damaged screw bosses, unrelated to the reported complaint. These damages could have resulted from mishandling. The top cover was replaced to remedy the issue. Also unrelated to the reported complaint, the channel die-cast was contaminated with fluid stains that could not be removed, likely due to fluid ingress as the platform covers had cracks in multiple locations. The channel die-cast was replaced to remedy the issue. Following the replacement of the defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.